Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced a high and low blood glucose level. Actual blood glucose levels were not reported. His most recent blood glucose level was 285 mg/dl. The customer also had issues uploading his insulin pump on carelink. The product was not returned. Nothing further to report.